Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that atrial tachy response (atr) episode review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed a p-wave, an additional right atrial (ra) signal, and then a farfield signal that was not oversensed on the right atrial (ra) lead channel. Lead diagnostics were otherwise within normal range. Technical services (ts) reviewed possible causes, and it was noted that the patient had a recent valve surgery and ablation procedure. This crt-d system remains in service. No adverse patient effects were reported.